Event description:
It was reported that a user¿s dexcom g7 failed to pair with the ilet, resulting in no glucose readings on the pump and an on-pump alert indicating the sensor needed replacement; the user had not entered sensor information into the ilet prior to support and was guided to reenter the pairing code and complete pairing steps. Symptoms included no continuous glucose monitoring data available to the ilet. Outcomes included temporary loss of automated glucose control data. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the ilet was not paired to the active g7 sensor until the user entered the sensor information and initiated pairing. It was concluded that the event was attributable to incomplete setup resulting in unsuccessful pairing, and proper pairing restored expected function.